Manufacturer narrative:
The minilink transmitter and blood glucose meter communicate properly with the insulin pump. No lost, weak sensor, or unexpected audio/beep anomaly was noted during testing. The pump functioned properly during the rewind, basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, and displacement test. No excessive no delivery alarm was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her sensor value was over 400 mg/dl but her meter was only 31 mg/dl. Customer stated that her blood glucose was 557 mg/dl. Customer stated that the problem is that she changes her infusion set every 2 days and she is running out of sensors. Customer stated that she is having a lost sensor alert and weak signal. Customer stated that she calibrates 3-4 times a day. Customer stated that she has been having many no delivery alarms. Customer stated that today she had 3 no delivery alarms so far and that she called previously about having 32 no delivery alarms in 2 days. Customer was advised that the insulin pump will need to be replaced.